Manufacturer narrative:
Stryker discovered the issue during routine preventative maintenance testing. Stryker replaced the main keypad to resolve the reported issue. After performing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer.

Event description:
During routine preventative maintenance testing by stryker, it was observed that the on/off and shock buttons were difficult to operate. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.